Event description:
It was reported that the patient underwent 1) left l4-5 transforaminal lumbar interbody fusion using peek interbody cage, local autograft, and rhbmp-2/acs; 2) left l5-s1 transforaminal lumbar interbody fusion with peek interbody cage, local autograft, and rhbmp-2/acs; 3) left l4-51 intertransverse fusion with local autograft, bone graft expander/extender rhbmp-2/acs; and 4) ls-s1 posterior segmental instrumentation. On (B)(6) 2008 - depression/anxiety treatment. On (B)(6) 2009 - follow up visit for anxiety. On (B)(6) 2009 - follow up for depression. On (B)(6) 2009 ¿ patient reported bilateral knee pain over the past four days and right shoulder pain. Possible rheumatoid arthritis. On (B)(6) 2009 - rheumatoid factor is minimal. Chronic fatigue/fibromyalgia. On (B)(6) 2009 - abdominal pain for past 2 days-viral syndrome. On (B)(6) 2009 - horrible fatigue. On (B)(6) 2009 ¿ insomnia. On (B)(6) 2009 ¿ insomnia. Patient reports he is no longer working and this has helped. On (B)(6) 2010 - right knee locking up. On (B)(6) 2010 - recent sleep study shows that patient needs a bipap as opposed to CPAP. Still having trouble with his fibromyalgia, insomnia at night and sleeps all day. On (B)(6) 2011 - middle of back strain while moving furniture over the weekend. Back hurts. Hurts to breath in deep. On (B)(6) 2011 - reports sleeping 18 or more hours a day. No change in his pain medicine. On (B)(6) 2012 - patient reports erectile dysfunction and insomnia. On (B)(6) 2012 - lumbar pain, posterolaminectomy syndrome of the lumbar spine, lumbar spondylosis without myelopathy. On (B)(6) 2012 - intrathecal pump inserted for low back pain management. On (B)(6) 2013 - recent diagnosis of pneumonia, but feeling much better now. On (B)(6) 2013 - neck pain with mild headache and low back pain. On (B)(6) 2013 - patient complains of low back pain, chronic right and left knee pain, neck pain. On (B)(6) 2013 - wound check post revision. On (B)(6) 2013 - MRI of the left knee shows complex tear of the posterior horn of the medial meniscus. Lateral meniscus is intact. Mild tricompartmental degenerative changes. Small effusion and popliteal cyst. On (B)(6) 2013 - chronic low back pain, post laminectomy syndrome, lumbar spondylosis.

Manufacturer narrative:
Concomitant product: cage, bone expander/extender, implantable instrumentation (implant (B)(6) 2004). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.